Manufacturer narrative:
Initial report sent: 11/28/2007.

Event description:
Procedure type: unknown laparoscopic procedure. According to the reporter: the balloon ruptured on the way out of the patient. The balloon was removed and the parts were collected, however, it is unknown if all parts were retrieved. No further details were provided. No patient injury was reported.